Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: battery depletion indicated/elective replacement indicator (eri) was noted. The device recorded eri on (B)(4)2010 approximately 43 months after implant. A preliminary look at longevity indicated the device may have depleted earlier than expected.

Event description:
It was reported that the device went to elective replacement indicator early. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.